Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately post cryo ablation procedure, during compression hemostasis treatment, the patient complained of discomfort and their blood pressure declined. Additionally, a pericardial effusion was confirmed via cardiac echo. It was noted that the pericardial effusion progressed to a cardiac tamponade. Drainage was subsequently performed, and a significant amount of blood was aspirated. Patient's blood pressure then recovered. It was also reported that during the cryo ablation procedure, an exit block occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 8 applications were performed with a balloon catheter on the date of the event with no issues. In conclusion, the reported clinical issues were not confirmed thorough data analysis. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.